Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 7754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had been reprogrammed 6-7 times since (B)(6) 2014 and he was reprogrammed again in the beginning of the week of this report. The reprogramming was noted to only last a day. It was noted that the patient couldn¿t get an appointment for reprogramming any earlier than the week following this report or the week after and needed it sooner since he was suffering with back pain. On (B)(6) 2014, the patient met with their manufacturer representative for reprogramming at the appointment it was noted the patient had poor stimulation in their back and buttocks and it was too strong (overstimulation) in their legs. Further reprogramming resulted in stimulation in wrong location: in their flank and stomach. X-rays and fluoro images were taken. The fluro images showed the leads had migrated laterally. After the fluoro, new programs were established however the patient reported unpleasant, full body shocking sensations. The patient was still experiencing pain and was instructed to turn off their stimulation and contact their health care provider (hcp) to discuss a possible revision.